Event description:
It was reported that an ilet device did not charge while the user was on vacation and using an off-label charger; the device showed no battery increase after one hour, and the user planned to transition to backup therapy until they could use the proper charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding the device component implicated and the medical device problem beyond the charging issue reported. It was concluded, based on previously established findings for similar reports, that the cause was not established.